Manufacturer narrative:
Additional information: evaluation method codes (4): 4109 & 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure waveform was difficult to obtain and the diastolic augmentation pressure did not rise. The next day, when checked by x-ray fluoroscopy, the upper part of the iab would not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure waveform was difficult to obtain and the diastolic augmentation pressure did not rise. The next day, when checked by x-ray fluoroscopy, the upper part of the iab would not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and the iab did not inflate. We are unable to confirm the reported difficulty /unable to monitor pressure. However the flattened catheter tubing found on the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported difficult/ unable to inflate iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure waveform was difficult to obtain and the diastolic augmentation pressure did not rise. The next day, when checked by x-ray fluoroscopy, the upper part of the iab would not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure waveform was difficult to obtain and the diastolic augmentation pressure did not rise. The next day, when checked by x-ray fluoroscopy, the upper part of the iab would not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.